Event description:
The physician was using the turbohawk over a 7mm spiderfx and after multiple passes, insertions, and cuts, they could no longer operate the blade of the turbohawk th-ls-m. It was jammed and inoperable. The physician opened another turbohawk to complete the procedure. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event. During evaluation of the returned tubohawk device the cutter blade was missing. It could not be determined when the blade broke from the device.